Event description:
Ozone burnt my face and nose; I bought a clean zone s4 plus ozone CPAP cleaner and used it daily for about a month. It took awhile to figure out why my skin where mask contacts started burning and turned hard and red. Then my nasal passage started giving me trouble. I stopped using the CPAP cleaner and rinsed out all my parts, now the symptoms are getting better slowly. I am sure it was the ozone that caused the painful condition. FDA safety report ID# (B)(4).